Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/25/2015 with the following findings: animas has conducted a review of the device history record for this pump and meter and confirmed that they were operating within required specifications at the time of release. On investigation, the alleged button tactile issue was duplicated in the evaluation. Review of black box data did not find any activities outside of normal use. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. The keypad cover was intact. All the buttons responded intermittently and removal of button cover found contamination under all the button contacts. With the returned caps, the pump powered up with auditory and vibratory features. A rewind/load/prime sequence was executed without incidences. The pump delivery accuracy was within specifications.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on (B)(6) 2014, the patient¿s blood glucose (bg) was at 600 mg/dl with confusion and symptoms of dehydration. It was reported that the patient received unspecified treatments provided by medical personnel at the hospital. The patient allegedly discontinued pump therapy without any recent adjustment to the pump settings. The reporter alleged that there was a tactile issue with the keypad buttons. No evidence of moisture inside the pump was noted. The reported button responsiveness issue was not resolved by troubleshooting. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged button tactile issue of unknown causes.